Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Visual examination of the returned device noted that the right angle connector tab has been sheared off. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed during a percutaneous endoscopic gastrostomy procedure performed in 2007. According to the complainant, "when it was attempted to insert the right angle feeding tube to button, they found the plug (insertion part) was broken off". There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".